Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. When the foil package was opened and the suture was given to the surgeon, the needle became separated at the swage from the suture. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The needle has square swage mark at the end of the needle on bore side. The suture tip shows fraying at the tip part which shows that the needle and suture were attached at the time of processing of the product. No further analysis can be completed on the complaint sample no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A representative sample was returned for evaluation. It was visually and functionally examined for needle pull tensile strength and it met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.